Event description:
Philips received information from a customer site that when commanded to move up, the patient support moved down. The philips field service engineer determined that the couch inverter board and the vertical brake had failed and replaced them both.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).